Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the common femoral artery was attempted with two proglide devices using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to a 14f and the tavi procedure was completed. Reportedly post procedure, use of the first proglide device was successful. When attempting to retract the second proglide, there was resistance removing the device due to the foot not being completely collapsed. The device ultimately came out. A third proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.